Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked reservoir window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was cracked near the plastic lip of the reservoir compartment and plastic was coming apart on the device. The blood glucose reading was 150 mg/dl. The customer stated that he was not doing any physical activity, so he is unsure how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.